Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced harness to correct the master tool manipulator left (mtml) errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The complaint was confirmed based on the field evaluation. While the definitive root cause could not be established, a possible root cause of the customer-reported may be attributed to a faulty mtm as the fse replaced the mtml after which the system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon side console (ssc) had recoverable faults on the console. Technical support engineer (tse) confirmed errors on mtml. Site continuing using console 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted system functionality was checked upon powering on the system and the system did power on without errors. The procedure was completed robotically with no patient injury.